Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary diagnostic procedure. The procedure was completed by restarting the system. The philips remote service engineer (rse) contacted the customer and confirmed that the system geometry movements were not available. Review of the logfile shows malfunctioning geo-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, inspected the geoipc startup and the motherboard bios battery and found that the bios battery voltage was low. The fse also found that the stand¿s longitudinal movement caused a power off due to a loose longitudinal brake pad, which resulted in wire contact with the rail and a 24v short circuit. The fse confirms that the causes of the problem were a loose longitudinal brake pad causing wire contact and a short circuit, as well as low geoipc battery voltage. To resolve the fse replaced the geoipc battery, cleaned and re-seated all geoipc internal boards, tightened the longitudinal brake pad, and insulated the wire to prevent a short circuit. After replacing, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed with a minimum delay by restarting the system. This is not likely to cause or contribute to death, or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.